Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one unit containing no fluid in the reservoir. The reported condition of a leak was not confirmed. Visual examination of the unit showed no evidence of physical abnormality. A leak test was performed by filling the reservoir with colored water and monitoring the device for 24 hours. After the leak monitoring period, no evidence of leak was detected anywhere on the unit. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.

Event description:
Baxter (B)(4) received a report that an infusor leaked during infusion. The device was filled with a solution of fluorouracil. Reportedly, the patient noticed a 10cm diameter stain of fluorouracil on his shirt which indicated the device had leaked. It was also reported that the infusion only lasted 24 hours instead of the expected 48 hours due to the device leaking and therfore, the patient did not receive his whole therapy. This condition interrupted therapy and breached the sterile fluid pathway. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.